Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/20/2016 with the following findings: the black box and alarm history showed a ¿cs 076¿ motor time out error alarm on (B)(6) 2016. During the investigation, the piston was unable to retract during the rewind step and pump gave ¿cs 076¿ alarm upon the first rewind attempt therefore the initial call service alarm complaint was duplicated during the investigation. The pump was opened and disassembled and inspection found that the piston lead screw threads were contaminated and the piston insert threads were stripped. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.